Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the pump did not power on during investigation; therefore, the pump¿s history data was not available to be reviewed. Visual inspection found a battery compartment crack extending from the threads to finger pad, and moisture was observed within the battery compartment. The pump failed a leak test due to the battery compartment crack. No moisture was found on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue involving moisture ingress. Several days prior to the complaint, the pump lost power. The battery contacts are corroded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.